Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with the implantable pulse generator (ipg) during an implant procedure. The loss of communication coincided with the ipg having pacing and sensing issues. The programmer remains in use. No patient complications have been reported as a result of this event.